Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "postoperatively, the second screw from the distal end is impinging on the patera and the patient complains of pain. No revision surgery has been scheduled yet."